Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
It was reported that the patient was originally implanted with a bifurcated and infrarenal extension in (B)(6) 2014. During a routine checkup, and CT images were done and it was discovered that the patient had an expansion of the aneurysm with no evidence of an endoleak. The physician completed a reline on (B)(6) 2017 with a bifurcated main body and a vela suprarenal extension. Patient was reported as doing well.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were evidence to support the following reported event; a sac enlargement and a relined. The reported endoleak was refuted, rather there was evidence of an indeterminate endoleak, which was not a device related issue. Additionally there was evidence to reasonably support the following observations; at one (1) month post implant an endoleak type ii from the lumbars, stent cage enlargement, and evidence of lumbar coiling. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal could not be determined. A fabric breach was suspected due to the use of strata material, but radiographically the source of the endoleak could not be determined. There was no evidence of procedure-related contributing issues or harms, off-label and/or cautionary product use conditions, or user-related issues could not be determined. Associated clinical harms for this device failure included: sac enlargement, a secondary endovascular procedure and an indeterminate endoleak. And, the final patient disposition was reported to be doing well. There were no additional negative patient sequelae reported from this event. There was no device-related issue involving the endoleak type ii, due to patent lumbar arteries prior to implant from patient's long term anti-platelet therapy and leukemia. This could possibly have contributed to the event. Procedure related harms included: endoleak type ii, and coiling of the lumbar arteries between one and thirty seven months post implant. This complaint is not CAPA eligible at this time. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. These types of events will be monitored and trended as part of the quality system.